Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the pt stopped using the spinal cord stimulator(scs) because the therapy kept cutting off and was not providing desired therapeutic relief to the pt. When asked about the event date, pt rep. Said the scs was "not working all along." Pt rep. Said the scs "did not help anymore" and their  health care professional (hcp) did not recommend explant. Pt rep. Said the pt had met and spoke to mdt reps and mdt reps had "always been good about sending new things and were helpful." Pt rep. Said the pt met with a mdt rep. Two times at hcp's office and the second time the mdt rep. Reprogrammed the pt and "had to fiddle with the programs to get the programs right," and the scs worked for some time before the therapy started cutting off. After the therapy started cutting off, the pt was not getting relief any longer. Mdt rep. Tried reprogramming again and the pt met with mdt reps. 2-3 different times, but the scs did not work to deliver desired therapeutic relief. Pt rep. Said the pt "felt the vibrations" and felt the vibrations getting stronger when therapy was turned up on controller, but the therapy was "more of a distraction" and did not help to provide consistent therapeutic relief. Pt rep. Said one time they met with a mdt rep. And the therapy cut off for the mdt rep. During the appointment and the mdt rep. "Said they had never seen that before." Mdt rep. Said they would look into it. Pt quit using the scs after they stopped getting desired therapeutic relief. Now, the pt needed a "procedure on their back" today, but their hcp told the pt the therapy needed to be turned off for the procedure. Pt rep. Said the ins battery was completely white with no charge. Pt rep. Mentioned the pt had not charged the ins in about 6 months to maybe a year. During the call, the pt rep. Attempted to connect wirelessly with the ins using the controller, but got "no device found." Then, the pt rep. Pressed "recharge" and connected the recharger antenna. Pt rep. Got "system problem: cannot continue: call medtronic: rm04" on the controller. Pt rep. Performed a hard reset on the controller and tried to initiate a charging session of the ins, but got "rm04" code again. Pt's controller also displayed "battery empty: cannot provide stimulation: recharge implanted device" screen and a red line next to the ins battery. Patient services specialist consulted technical services, and the agent said that if the ins was depleted, the therapy was "off" and the pt would be able to have a procedure where the therapy needed to be turned off with their ins depleted. Patient services specialist relayed this information to the pt. An email was also sent to the repair department to replace the recharger antenna.

Manufacturer narrative:
Concomitant medical products: product ID: 97755 serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.